Manufacturer narrative:
The device was not returned; as a result an evaluation could not be performed. Additional information will be submitted when it becomes available.

Event description:
According to the information provided at intake the core impaction drill was overheating. No further information was provided. Attempts for additional information have been unsuccessful and are ongoing.